Event description:
It was reported that the motor rate error on occlusion test and battery replacement. No patient injury was reported..

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4).unique identifier is unknown. No information has been provided to date. The device history report (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Tamper seals w ere removed/broken. Top case was cracked by tube holder. Bottom case was cracked by main screws. Plunger head was cracked by all screws. Motor rate error was found in the event history log. Motor rate error was found during occlusion test. The root cause of the reported issue was found to be combination of motor assembly, leadscrew and clutch halves were found old, dirty and worn out due to normal wear. The technician replaced worm coupling, worm gear, motor bracket, delrin washer, leadscrew and clutch halves, and replaced battery for customer request. Performed occlusion test and all functional tests which passed.